Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-u.s. Event. This occurred in (B)(6). The consumer stated that during removal a tampon came apart and pieces remained inside. The consumer experienced an infection and inflammation.